Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they got the stimulator for leakage and it has helped the leakage by 80%, but hasn't helped the retention. The last time they went to the doctor last fall their were still retaining. The patient talked to a physician's assistant who is very informative to a point. The doctor's assistant told them what to do about changing it. The assistant told them to call the manufacturer. The patient thinks if they are peeing and it is 6 ounces. Then they have to use the self catheter and it is 18 ounces which is like 3 times as much as they pee. The patient is still retaining a great deal of urine. It got a little better but then it got worse. They don't hold it and they are going more. The patient drinks plenty of water during the day. The patient would like to see if they are retaining less or going more, but that didn't happen. Told the patient they could consider increasing the stimulation to the point they feel it as long as it is comfortable. If they can't increase the stimulation comfortably then they could consider changing programs.